Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer called olympus technical assistance support (tac). The customer said all scopes used displayed the same issue and color bars on the screen. Technical assistance support (tac) recommended power cycling both the clv-190 and cv-190, not hot swap. Tac also instructed to power off the tower, remove the scope from socket, clean the gold contacts with alcohol prep pad, dry and recommend to light source socket. After the above steps were done, the customer confirmed that they now have an endoscopic image on the screen, captured an image with no error message. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had color bars and no endoscopic image during inspection for use. There were no reports of patient harm.